Manufacturer narrative:
A number of clinical questions has been asked to clarify the event. Internal ref #(B)(4). Ref MFR: 3008478369-2015-00001 and 00003.

Event description:
A spine surgeon used surgifoam powder kit and reported through the sales rep that 3 recent patients were negatively impacted with acute renal failure and he thinks that it is from the product.